Manufacturer narrative:
Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, active current test, sleep current test and self test. Software error detected, and the motor arm cannot communicate with the main arm did not appear during testing. Failed battery alarm did not appear during testing. Software error detected was present in the history download on event date (B)(6) 2022 at 6:32 am. Esf#: (B)(4). (File number: 188, line number: 1375). Pump error 4 was present in the history download on event date (B)(6) 2022 at 6:32 am. Failed battery test was present in the history download on event date (B)(6) 2022 at 6:32 am. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts, alarms or anomalies present on event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. During visual inspection the following were noted: scratched case and pillowing keypad overlay. Software error detected alarm confirmed on event date of (B)(6) 2022 at 6:32 am in pump history/trace files due to a software anomaly. Esf#: (B)(4). The motor arm cannot communicate with the main arm was a consequence of software error detected. Failed battery test confirmed on event date. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm and multiple critical pump errors. Customer was able to clear and rewind the pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.